Manufacturer narrative:
Pc-(B)(4). Batch # r92p4u. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 8 clips were found inside clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information received: surgical procedure. Cholecystectomy. Reason for the surgery. Gallbladder. Describe in detail the malfunction of the device. When the ligamax device was opened, it is noted that the trigger feels as if it is locked, and when you try to operate, outside the patient, it turns out not to release the clips. What action did the doctor take to correct the problem with the device? The surgeon decided to change the device and not use it. Was there a surgical delay due to the problem with the device? Yes, but they did not consider it important. Around a couple of minutes. Was there any consequence / damage to the patient due to the problem with the device? No, since it was not used. What is the current state of the patient? The patient does not report with consequences, at least not because of the failure of this product. Patient demographics. These data were not provided.

Event description:
The device does not work. There were no patient consequences.